Manufacturer narrative:
Film evaluation summary: the exact cause of the inability to deploy the limb could not be determined from the single returned film. The anatomy at implant is unknown and a complete assessment of the patient¿s anatomy could not be performed. Additional images during implant were also not provided, and the reported event could not be assessed. A single still angiogram after the devices had been implanted was returned. The films were non-contrast; therefore, the measurements were approximate, and no assessment of any endoleak or stent graft/vessel patency could be performed. The bifurcate had been implanted from the right side, and the ipsi limb had been extended with another limb. The contra gate opened on the left side, and the contra limb was seen having been implanted into the gate; however, there appeared to be minimal overlap (~15mm) of the contra limb into the gate. The contra limb extended distally ~75mm below the level of the gate ring; likely positioned within the left common iliac artery. The distal od of the left limb measured ~23mm. The iliac limbs were non-angulated, and no stent graft issues were identified. Analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending return and the analysis results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 47 mm diameter abdominal aortic aneurysm. During the index procedure, it was reported that when attempting to implant the stent graft limb, the blue handle on the delivery system became stuck and the limb was unable to be deployed. The device was replaced and the procedure was completed successfully. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the device returned with the graft partially deployed and a gap observed between the front grip and external slider. A kink was observed on the inner spiral shaft immediately proximal to the taper tip. A gap was observed between the end of the graft and the stent stop. The graft was deployed with no resistance noted rotating the external slider. Slight damage was observed on the stent stop post deployment of the graft. A partially opened spiral was visible on the inner shaft. If information is provided in the future, a supplemental report will be issued.